Event description:
The product was placed 4/2. The patient complained of chest pain and a chest x-ray revealed a piece of the green stylet, approximately 10 cm long, had embolized into the pulmonary artery. No further information is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.